Event description:
It was reported that a undeliverable insulin occurred during use with a syringe 0.5ml 30ga 8mm france vig. The following information was provided by the initial reporter, "the treatment started in hospital with your micro-fine bd syringes 0.5ml 30g 8mm (3401078641695) (B)(4). We ordered a box of these syringes for further treatment. Unfortunately, the patient have to go back up since the beginning of this box, it is difficult to inject all the product (treatment), which remains as stuck in the needle even before half of the injection. (Needle clog) the hospital is thinking of a lot defect. The lot in question is 8134985 (exp: 2023-05)"

Manufacturer narrative:
H.6. Investigation summary: customer returned (60) 1/2cc, 8mm, 30g syringes in sealed poly bags with the shelf carton from lot # 8134985. Customer states that it is difficult to inject all the product, which remains as stuck in the needle even before half of the injection. Thirty out of 60 returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 8134985 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a undeliverable insulin occurred during use with a syringe 0.5ml 30ga 8mm (B)(4). The following information was provided by the initial reporter. "The treatment started in hospital with your micro-fine bd syringes 0.5ml 30g 8mm ((B)(4)) [ref 320843]. We ordered a box of these syringes for further treatment. Unfortunately, the patient have to go back up since the beginning of this box, it is difficult to inject all the product (treatment), which remains as stuck in the needle even before half of the injection. (Needle clog). The hospital is thinking of a lot defect. The lot in question is 8134985 (exp: 2023-05)."